Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood was leaking from where IV is connected. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. The involved device was not returned for analysis. Four unused device samples from the same lot were returned for evaluation. All samples were found to be acceptable and without failure. Based on analysis, the reported event could not be verified and/or confirmed with confidence, and a root cause was not known. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.